Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that an activ l implant (part # unknown) was implanted during a primary procedure performed on an unknown date. According to the complainant, the patient was scheduled to undergo a revision procedure on (B)(6) 2021. The physician planned to replace the activ l implant by performing a 360 anterior lumbar interbody fusion (alif) procedure and pedicle screws. The complaint device has not yet been returned to the manufacturer for evaluation. A revision surgery was necessary. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: ((B)(4)); 9610612-2021-00797 ((B)(4)); 9610612-2021-00798 ((B)(4)).

Manufacturer narrative:
Additional information/correction: b5 - leading materials updated for associated medwatch reports. D1, 2 & 4 - leading material updated. G4 - 510k. H4 - production date. H6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale: the following causes are possible: - wrong system configuration selected. - wrong implant size chosen'. - end plate formed too strong. - design layout unsuitable. - inadequate patient behavior. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Associated medwatch reports: 9610612-2021-00784 ((B)(6) - sw982k). 9610612-2021-00798 ((B)(6) - sw980k). 9610612-2021-00797 ((B)(6) - sw965).